Event description:
It was reported that the patient underwent a neurostimulator implant. Initial intraoperative testing showed normal impedances, and the incision was closed. Postoperatively, impedances were found to be abnormal, and the device could not be programmed. Troubleshooting revealed the lead had become disconnected from the neurostimulator, and showed all impedances were out of range, requiring the patient to return to the operating room. A new neurostimulator was implanted, impedances returned to normal, and the device was successfully programmed. There were no patient complications.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006. UDI for concominent device 1201: (B)(4).

Event description:
It was reported that the patient underwent a neurostimulator implant. Initial intraoperative testing showed normal impedances, and the incision was closed. Postoperatively, impedances were found to be abnormal, and the device could not be programmed. Troubleshooting revealed the lead had become disconnected from the neurostimulator, and showed all impedances were out of range, requiring the patient to return to the operating room. A new neurostimulator was implanted, impedances returned to normal, and the device was successfully programmed. There were no patient complications.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006. UDI for concominent device 1201: (B)(4). The internal programmer was returned for analysis. Visual inspection of the ipg revealed no abnormalities. A review of the analysis of data log for this device revealed that no error codes detected in the logs or reported by ipglink. An impedance test revealed that the ipg passed impedance check with test tined lead. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of disconnection/high impedance was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem.